Manufacturer narrative:
Arjo was informed about an issue involving a citadel plus bed. Following information reported by a customer¿s representative, the arjo bed moved during a patient¿s repositioning despite using castor¿s brake. In a result of the alleged malfunction, the bed rolled over a caregiver¿s foot. The caregiver suffered a foot injury as an outcome. During x-rays, it was confirmed that the foot was not fractured. Following the event, the bed was inspected by the arjo service technician. The customer¿s concern could not be duplicated. The bed was not able to be moved once the brakes were activated. The brakes did not release by itself (once activated) when pushing the bed in all directions. At the time of visit at the customer¿s facility, it was also established that when the nursing supervisor entered the room after the incident, she noticed that the brake pedal was in the neutral position. After setting the brakes, she found that the brake worked correctly. In conclusion, the arjo bed was being used for treatment at the time of the event. Arjo decided to report this complaint due to allegation that the citadel plus bed rolled over a caregiver¿s foot despite using the brake pedal. The customer¿s allegation was not confirmed during the device evaluation, as the brakes worked correctly. No serious injury was reported as outcome of this event.

Event description:
Arjo was informed about an issue involving a citadel plus bed. Following information reported by a customer¿s representative, the arjo bed moved during a patient¿s repositioning despite using castor¿s brake. In a result of the alleged malfunction, the bed rolled over a caregiver¿s foot. The caregiver suffered a foot injury as an outcome. During x-rays, it was confirmed that the foot was not fractured.